Event description:
During a hypotensive episode nurse had spiked a bag of levo and when priming the tubing the gtt tubing separated from the gtt chamber and fell on the floor (not a great time for this to happen when your patient is crashing). Another set of IV tubing was obtained and primed without incident.